Event description:
The ge oec 9900 fluoroscopy system had a remote user interface (rui) that had a joystick error.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the system software was corrupt. System would not boot up. Software was reloaded to restore proper function. Rui worked properly after software re-load. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.